Manufacturer narrative:
Upon visual inspection no issues were noted that would hinder the functionality of this device. A functional test was not performed as the mating devices the implant were not returned. A definitive root cause for this complaint as its unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot based on picture provided the correct lot# was identified as 9641077 ( not 9841077). Part: 03.037.017. Lot: 9641077. Manufacturing site: bettlach. Release to warehouse date: 09 sep 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, prior to an unknown surgery, an inside of blade/screw guide sleeve is damaged preventing the insertion of an unknown helical blade. There was no patient involvement. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).